Event description:
It was reported that t:slim x2 pump battery would not charge even when connected correctly to working power source using tandem cable and wall adapter, and pump did not show charging connection after being left plugged in for extended time. There was no reported impact to the customer¿s blood glucose level. Customer confirmed power outlet and equipment were working, tried recommended charging steps without success, and call with technical support was disconnected with no further contact, so no additional information was received regarding the outcome of the event.